Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows the device prompted pads on and pads off messages as a result of poor coupling. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. The x series operator's guide (pn: 9650-005355-01) (rev: d) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." The device passed all functional testing using test accessories. The multifunction cable (mfc), pads, and etco2 accessories were not returned for evaluation. Without pads returned for evaluation the root cause for poor coupling could not be determined. Analysis of reports of this type has not identified an increase in trend.